Event description:
Additional information was provided. The patient has had a good outcome following surgery:

Event description:
A nurse from the user facility reports the intraocular lens appeared foggy (diffuse haze) following insertion. As a result, a suture was required following removal and replacement of the lens. Additional information has been requested.